Manufacturer narrative:
The device was returned to olympus for inspection and the reported failures were not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: intermittent image. A root cause could not be identified for the blurry image and unable to focus since the malfunctions were not confirmed during evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the intermittent image was due to a bad cable unit connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for a laparoscopic cholecystectomy procedure, the camera head had a blurry picture and would not focus. There were no reports of patient harm.